Event description:
It was reported that intermittent malfunction alarms occurred. The customer blood glucose (bg) level was "high"; although specific value was not provided. Customer administered a correction injection to address bg. The customer will continue to use current pump for insulin therapy, however a replacement pump was sent to the customer to resolve the issue.